Event description:
The patient's parent contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed on the date of insertion. When the patch was removed, the sensor wire remained in the body. The patient's parent reports that upon removal of the sensor there was a tiny red mark with a tiny red scab at the site of insertion. The wire was removed with tweezers, which is against recommendations in the labeling. No medical intervention was required. The patient's parent reported that there was no pain at the site of insertion at the time of the report.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.